Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Customer's blood glucose was 400 mg/dl at the time of incident and customer's blood glucose was 421 mg/dl at the time of call. Customer treated their high blood glucose with insulin pump bolus. Customer was neither hospitalized nor admitted for high blood glucose. Troubleshooting was performed. The customer was advised to change the entire set, reservoir and insulin and treat per health care professional's instructions. Customer will not return the device for analysis.